Manufacturer narrative:
The ¿insulation damage¿ condition could not be confirmed since the reported unit was not returned for evaluation. According to the risk management plan, probable root causes for the reported condition can be associated, but are not limited to: 1. Non-conforming component. According to the device history record review, the lot was manufactured according to specifications. 2. Poor assembly process. Risk reduction measures and controls are currently in place at the manufacturing line to capture any possible insulation related condition, through 200% visual inspection of all serfas energy probes. The procedure states that the manufacturing associate must perform a visual inspection for any damage, broken, stained and or excessive amount of glue present in the ceramic, electrode, insulation and lumen of the serfas energy probes. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: *examine the probe for damage prior to use and discard if damage is found. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. No out of box damage was reported in this case. Therefore, these facts provide evidence that a possible workmanship (assembly) related condition as well as a possible non-conforming component are not likely to be possible contributors for the reported condition. 3. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: examine the probe for damage prior to use and discard if damage is found. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides the required protection to prevent any damage to the probe after manufacturing and packaging. In the case the probe is delivered to the customer with any damage on the tip or insulation, according to the user instruction, the unit must be discarded before use. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: - examine the probe for damage prior to use and discard if damage is found. -do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. -do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. -do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. -do not bend probes that are not bendable. -ensure that adequate inflow and outflow of conductive irrigant is maintained at all times during probe use or else irrigant may overheat and damage surrounding tissue. -do not allow the patient to come in contact with grounded metal objects. -when serfas energy probe and physiological monitoring equipment are used simultaneously on the same patient, any monitoring electrodes should be placed as far as possible away from the surgical electrodes. -position serfas energy cables to avoid contact with the patient, electrodes, cables, and any other electrical leads which provide paths for high frequency current. This event did not involve a product problem indicating an adverse trend or unanticipated hazard. No further action is required at this time. Product surveillance will continue to monitor complaints of this type for adverse trends. The product was not returned for investigation; therefore, the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the black insulation was flaking off the tip of the probe.